Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient's implanted infusion pump containing unknown medication, the dose and concentration were unknown. The indication for use was non-malignant pain. It was reported that on either (B)(6) 2016 or (B)(6) 2016, the patient's personal therapy manager (ptm) displayed an error code indicating a pump memory error. No patient symptoms were reported, and it was noted that the patient was to follow-up with his healthcare provider.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there was no pump memory error. The initial report was based on reading verbiage on the internet. The patient has a great deal of anxiety and paranoia (patient's words) around having a pump. He was not able to get current telemetry using his ptm (information regarding daily dose and max activations) so he went to the internet and (B)(6) why. Apparently, he found information about a pump memory error and told the manufacturer representative that's what was happening to his pump. The patient was met with and was able to give himself a bolus. It was also advised that the ptm wasn't going to show what the patient was looking for. The pump was interrogated and logs were read. The reservoir volume was calculated versus the last fill and the amount was accurate. The patient was asked to do a bolus and was successfully administered.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.